Event description:
The olympus endoscopy support specialist was informed by the director of perioperative services at the user facility that the evis exera iii duodenovideoscope (ercp) was reprocessed after a case, then used on the next patient during an endoscopic retrograde cholangiopancreatography and an (un-retrieved) stent from the prior case exited the scope. The procedure was completed with a another similar ercp scope. No death, injury or infection was reported to olympus.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s reported issue was not confirmed; after inspecting with a thin diameter borescope, no physical damage or foreign material was found inside the instrument channel. Other issues noted was play with the control knob movement and cracked glue on the bending section cover. The distal end cover has dents and scratches, with minor scratches on the insertion tube. Prior to the procedure, an endo therapy accessory was not inserted inside the instrument channel prior to procedure to inspection the channel the director of perioperative services at the user facility further reported that the endoscope is being brushed during manual cleaning with the single-use brush, olympus bw-412t. All reprocessing personal have been trained on how to properly reprocess an endoscope. The olympus endoscopy support specialist (ess) last visited the user facility on april 13, 2022. The ess completed an in-service on a tjf-q190v scope for reprocessing staff in conjunction with a repair reduction in-service. In-service included all cleaning, disinfection and sterilization information that is contained in the olympus manual. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the stent, which was sucked by user improper handling, could not be discharged by reprocessing and remained inside the biopsy channel. It is also likely that user¿s reprocessing was different from IFU recommendation, which caused the stent to remain in the channel. Additionally, the presence of the stent inside the channel could not be detected due to inadequate inspection prior to use. The event can be detected/prevented by following the instructions for use (IFU) which state: 4.1 precautions: do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. 4.2 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. 1.4 precautions: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.